Manufacturer narrative:
From the returned photo, blood was observed in the catheter. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has the needle pierced through the catheter. Therefore; the probable root cause of the reported defect could be due to the user having partially withdrawing the needle from the catheter and upon reinsertion into the vein, the needle pierced through the catheter and damaged the catheter. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the cannula pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. As no defective sample was returned, further investigation cannot be performed, and a root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd neoflon¿ pro IV catheter while introducing it. The following information was provided by the initial reporter: "adult chemotherapy unit. The needle also cut through the catheter material."